Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic subtotal gastrectomy, the stapler was loaded with the reload, and was used to transect the antrum. When the device was fired, the formation of the first 15mm of staples was bad. There was poor staple formation and the staple line was incomplete. The device also partially fired. A new reload was used and the same thing happened and the staple line was oversewed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one single use loading unit both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the loading unit was partially fired to the 4cm cut line. The anvil clamping mechanism was deformed and the knife bar assembly was buckled. Functionally, the instrument was loaded with a single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. During functional testing, the loading unit was loaded into a post market vigilance instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. The interlock was overridden and the loading unit was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing also confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack, deformed anvil clamping mechanism and buckled knife bar may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.